Manufacturer narrative:
The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. It was noted that both meter controls were run the day of the event with acceptable results.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4) when compared to accu-chek inform ii meter serial number (B)(4). The following are meter (B)(4) results : 6:01 p.m. The meter result was 328 mg/dl, 6:03 p.m. The meter result was 26 mg/dl, and 6:06 p.m. The meter result was 36 mg/dl. Using meter (B)(4), at 6:09 p.m. The result was 101 mg/dl. All meter results were obtained via fingerstick. The operator questioned the results from meter (B)(4) and stated that the result from meter (B)(4) reflected more of how the patient was feeling. The patient is currently okay and has been discharged from the hospital.